Event description:
It was reported that an alarm was triggered, though the specific error details are currently unknown. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported. The customer returned the device stating, "an alarm was triggered while patient use at patient¿s home". During device evaluation it was found the downstream occlusion (dso) sensor was malfunctioning.

Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed "high pressure" alarm was recorded multiple times. No discrepancies related to the complaint were found during visual inspection. During functional testing, the customer reported issue was confirmed. The probable root cause was identified as an anomaly in the component downstream occlusion (dso) sensor. The dso sensor was replaced with new one to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests with no problem after the repair was completed.